Event description:
It was reported that the customer experienced a low blood glucose (bg) level that ranged from 32-33 mg/dl. An emergency medical assistant administered a glucagon injection to address bg level. In addition, bg level was addressed with carbohydrates and nasal glucagon. The customer alleged the cause for the reported issue was due to the pump delivering unintended insulin. Tandem technical support performed a system check and reviewed pump data, and determined that the pump functioned as intended. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.